Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 400 mg/dl. The customer stated that two days prior to her hospitalization the glucose level was elevated when she changed the infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.